Event description:
Pump was returned for multiple loss of prime alarms. Evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/26/2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the rewind, load, and prime were performed successfully and the pump was exercised for 24 hours and one loss of prime occurred. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and miscolored. (B)(4).